Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. Device evaluation: evaluation of (B)(4) revealed depositions in the outlet elbow, rotor bearing ball, rotor body, and outlet stator. Although a root cause for the observed depositions could not be conclusively determined through this evaluation, they appeared to be partially obstructing the blood flow path and could have contributed to the reported thrombus symptoms. The textured blood-contacting surface of the proximal outflow elbow revealed a dark red deposition consistent with biological lining. The deposition was non-laminated. Although a specific cause for its development cannot be conclusively determined, the deposition appeared to have developed in this area. The rotor bearing ball revealed a dark red, tissue-like deposition. The deposition was consistent with denatured blood and had a ring-like structure, which are indications that it likely developed over an undetermined period of time while the pump was in operation. Furthermore, the proximal rotor body revealed a dark red, tissue-like deposition, which appeared to have been a part of the deposition in the inlet bearing. The duration of the presence of these depositions in the pump could not be conclusively determined. The outlet stator revealed a white, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. The presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. However, the evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported the patient exhibited signs and symptoms of suspected pump thrombosis, including an abnormal ramp study and lactate dehydrogenase levels of 3300 u/l. The patient¿s anti-coagulation status was reportedly inconsistent; some readings were non-therapeutic and others supra-therapeutic. Additionally, the patient had pre-existing right ventricular failure and a right heart catheterization revealed severe right ventricular compromise. The patient was exchanged from the lvad pump to a total artificial heart on (B)(6) 2016 due to suspected pump thrombosis.